Event description:
On (B)(4) 2009 a system diagnostic was performed and resulted in fault and caused the device settings to change. Prior to the patient leaving the visit, the device settings were changed however, the frequency and magnet on time were not adjusted.